Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the insulin pump had rejected battery new batteries and was giving random errors. Customer also reported that scratches on the screen makes it difficult to read especially in the sun and buttons were harder to respond. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.